Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an upgrade procedure. During the implant, while suturing down the left ventricular (lv) lead, the suture cut the suture sleeve in half despite using a normal amount of tie-down force. The lv lead was fractured by the suture. The fractured lv lead was explanted and replaced. Patient was stable.